Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during training on the equipment the handpiece had no ultrasound. The handpiece was exchanged to complete the surgery. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The phaco handpiece was manufactured on october 18, 2017. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).